Event description:
Medtronic received a report that the pipeline failed to open proximally.  The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the internal carotid artery. The landing zone was 4.67mm proximally. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered. The angiographic result was normal post procedure. It was reported that when releasing the pipeline in the internal carotid artery below the choroid, the doctor tried to release the distal part, but the pipeline was not well adjusted in the artery. The doctor tried four times to release it, but each time the pipeline would not open completely in the proximal part, even becoming a little twisted. It was decided to exchange the device for a pipeline vantage, as the pipeline shield did not open completely. The pipeline middle section was positioned in a bend. More than 50% of the device had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. No medical or surgical intervention was needed to prevent a permanent impairment of a function and the event did not result in or extend hospi talization.  Ancillary devices include a neuron max 80 sheath, phenom plus guide catheter, phenom 27 microcatheter and avigo guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.